Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Patient additionally declined further follow-up; therefore, additional details will not be provided. The reason for reoperation was "could not heal."

Event description:
Patient reported left side device removal due to "could not heal." Device has been explanted.